Event description:
Caller reported a malfunction on the pump, identified with malfunction code 12. There was no adverse impact to the customer's blood glucose level, and levels did not exceed 500 mg/dl (27.7 mmol/l). Customer received assistance from cts in resetting the pump, and the malfunction code did not recur after resetting. Caller was instructed to continue using the pump and to call back if any further issues arise, which the caller acknowledged and understood.